Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.

Event description:
The technician alleged the brake casters swivel when the stretcher was pushed while in brake mode. No pt impact.